Event description:
In this event it was reported that a propex apex locator gave incorrect measurements, possibly causing over-instrumentation resulting in damage to pts' apical foramen. As a result, the pts were treated in an undisclosed manner to address their damaged apical foramen.

Manufacturer narrative:
Because eval of the unit involved is not complete as of this report and since an incorrect measurement reading on an apex locator could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the device malfunctioned and that the malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for eval, though results are not available as of this report.